Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was recovered. A field service engineer mentioned that customer could recover the pockets. The fse further checked the station, adjusted retractor bands and reseated row board cables. The customer was able to inventory. The system functioned as intended after the eld service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rh2 main drawer 3.2 all pockets failed and it required maintenance. The customer attempted to recover the drawer multiple times and rebooted the cabinet twice; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.